Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient described the area as discolored, painful and feels like tiny papercuts. There were no allegations of any bleeding, oozing or weeping wounds. The patient's nurse practitioner recommended occasional removal of lifevest for the skin irritation. Outcome of skin irritation is unknown.